Event description:
During follow-up, the device was observed to be in backup mode with high voltage therapy disabled. It was reported the cause was due to the patient having an MRI procedure without the device MRI settings being enabled. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.